Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 1208151 and 2024137 were blocked during use. The following information was provided by the initial reporter: "it was reported by the customer that when they try to push fluid or vaccine through the syringe states "it will not flow freely through" and when they pull back on the syringe plunger and sucks the fluid in it like it's under pressure.""

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1208151. Medical device expiration date: 31-jul-2026. Device manufacture date: 27-jul-2021. Medical device lot #: 2024137. Medical device expiration date: 31-dec-2026. Device manufacture date: 24-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: seventy-one samples from batch 1208151 and twenty samples from batch 2024137 were received. No defects were observed on the samples from batch 1208151.eleven of the twenty samples from batch 2024137 were found to be clogged. The clogged needle condition observed from batch 2024137 is non-conforming per product specification. The samples were sent to the needle manufacturing site for further evaluation and investigation. At the needle manufacturing site, eleven samples were received. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the eleven samples four samples did not expel the solution, these needles are clogged. It could be possible that a process variation occurred at the lube station inducing the symptom reported and not detected in the next processes. Verification of the lubrication station was performed. The settings and alignment of fixtures was correct. A device history record review was completed for provided lot number 1208151 and 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 1208151 and 2024137 were blocked during use. The following information was provided by the initial reporter: "it was reported by the customer that when they try to push fluid or vaccine through the the syringe states "it will not flow freely through" and when they pull back on the syringe plunger and sucks the fluid in it like it's under pressure.""